Manufacturer narrative:
Per tandem's user guide states that "you must also have adequate vision and/or hearing in order to recognize your system alerts". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg); value not provided. Customer had inadvertently filled the cartridge with saline instead of insulin due to vision impairment. A supply change was performed resolving the issue. Upon follow up, reportedly issue was resolved and bg was 291 mg/dl.